Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity, mild calcification and 90% stenosis. Pre-dilatation was performed with a 2.5x20mm balloon. A 3.5x23mm rx xience xpedition stent delivery system was advanced; however, could not cross due to the patients anatomy. The bdc was removed; resistance was felt and upon withdrawal it was noted that the distal shaft was bent. A 3.0x23mm xience xpedition sds was used to successfully complete the procedure. The patients final outcome was satisfactory. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.